Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the reported issue could not be repl icated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, when the site tried to take the post-op spin, they were unable to take it. The system got stuck after the preparing spin bar. They had no issues taking the first spin and no issues with the ap and lateral with the post-op. The site tried to go back to the 2d and take a shot, but that would not work either. The site also tried to use the foot pedal, but that did not work either. The surgeon opted to just forgo the post-op spin. There was no reported impact on patient outcome.

Manufacturer narrative:
Updated to include "5-8 min delay to procedure." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter and pt info updated to proper value. If information is provided in the future, a supplemental report will be issued.